Event description:
In 2002 patient had femoral nail implanted. Three months post-op patient complained of thigh pain and the leg (left) appeared to shorten. On x-ray it was discovered that the femoral nail had broken at the original fracture site, that is slightly distal greater trochanter, at the proximal screw holes. The nail was removed from the patient in 2003.